Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-15501, reference MFR report: 1627487-2013-15502. The pt had 2 leads (from the same lot) and 2 anchors (from the same lot) implanted as part of her scs system. It was reported the pt was admitted to the hospital and her white blood cell count was elevated. The pt's scs system was explanted. The pt is receiving IV antibiotics. Cultures were positive for mrsa. The physician indicated the pt has discitis and does not know if it is related to the infection. Also, the pt is very confused and disoriented and the physician is not sure if this is being caused by the infection. A drain was inserted and subsequently removed. The pt is being monitored in the hospital due to blood pressure variations.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was replaced and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.